Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they went to the doctor's office today and the implant battery was at 50% and the controller was at 100%. Caller stated they left for the appointment, the implant battery went from 50% to 0% in 20 minutes and the controller 'shut off' and they started to 'hurt horribly'. Caller added that when they got home, they plugged the recharger into the controller and saw a message that said to replace the battery soon. Agent walked caller through bypassing the message and caller confirmed that the controller was at 90% and that the implant was empty recharging with no quality. Agent asked - pt stated that they usually charge the implant every 2- 2.5 days and they have therapy on 24/7. Agent reviewed ins battery depletion information. Pt noted that they hurt without the stimulation. Agent called patient, patient was able to charge with replacement charger.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt (serial: (B)(6); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.